Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a preventative maintenance check of electrical pulse generator, the atrial output fluctuated when greater than 17ma. There was no patient involvement. The electrical pulse generator will be returned for service and repair.